Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer received unspecified lower sensor scan results compared to unspecified readings obtained on the adc reader. Customer was unable to self-treat and required unspecified hcp treatment for a diagnosis of hypoglycemia. No further treatment was reported and customer could not be reached to further troubleshoot. There was no report of death or permanent impairment associated with this event.